Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the balloon needed to be moved. No components were removed, only connectors replaced and removed. No patient complications were reported in relation to this event. Additional information received. The balloon was repositioned due to it herniated from original position. The patient had a good outcome with no further complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the balloon needed to be moved. The balloon was repositioned due to it herniated from original position. No components were removed, only connectors replaced and removed. The patient had a good outcome with no further complications.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.